Event description:
Hip components were revised and returned to manufacturer with no details of incident.

Manufacturer narrative:
Engineering evaluation of the returned liner indicates evidence of deformation under the rim of the liner, consistent with damage caused by removal attempts. There was also deformation of the liner around the rim of the inner diameter consistent with femoral neck/liner contact. A visual examination did not indicate a quality, design or manufacturing issue.